Event description:
A medtronic representative reported that the surgeon alleged navigation was 5 mm inaccurate while navigating deep in the sinuses by the middle turbinate. He was accurate when navigating laterally with all instrumentation. The inaccuracy occurred with all instrumentation navigating medially and deep. He was 3 mm inaccurate with the m4 shaver and 5 mm inaccurate with all other instrumentation in the middle turbinate. The inaccuracy was discovered when the images were zoomed in. Tracer was used to register the patient. Navigation was reportedly accurate after registration when checking landmarks superficially on the surface. The surgeon continued to use navigation to complete the functional endoscopic sinus surgery (fess). No impact to the patient outcome was reported.

Manufacturer narrative:
The system's archives were received by the manufacturer (B)(4) 2012 for evaluation. If tracer registration points are only collected on the front of the face, it is possible that accuracy will degrade if the area of interest being navigated becomes far away from the area of point collection. An alternate method of registration is available if needed.